Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery with mild calcification and moderate tortuosity. The 4.0x16 mm graftmaster covered stent failed to cross the lesion due to the anatomy, even after constant push. Another graftmaster covered stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.